Event description:
The tip of a decorticator broke off during a procedure where it was reported that the joint was difficult to see on fluoroscopy. The decorticator was reported to be used in the correct manner, but the joint was very hard to clear and multiple repeated rotations of the instrument were required to clear obstructions. The surgeon made no attempt to retrieve the fragment, and it was left in the patient. The report noted subsequent steps for the procedure were completed without incident; no patient complications were reported.

Manufacturer narrative:
Review of records showed two different decorticator lots were provided to the facility for a bilateral procedure. It is unknown which of the two lots were associated with the tip break. Lot history review was completed for both lots showing no discrepancy for either.